Event description:
It was reported through the patient outcome that the patient passed away due to cva. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that due to privacy reasons, the type of stroke diagnosed could not be provided. A computed tomography (CT) was done to confirm. The stroke occurred post operatively and was intubated after implant and was in coma. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.